Manufacturer narrative:
Device labeling addresses: based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl.

Event description:
Health professional reported "several spontaneous seroma in the left breast with negative cytology. They were spontaneously resolved." Device was removed, and "the capsule was analyzed with result of anaplastic large cell lymphoma (alcl)." Side of diagnosed capsule was not specified. Alcl will be captured as lymphoma as pathological markers have not been received. See MFR # 9617229-2015-00373 for the right side.

Manufacturer narrative:
Medwatch submitted to FDA on: 07/15/2016. Device history record review: "review of DHR for (B)(4) did not identify any deviations, errors, omissions or non-conformances during manufacturing process. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. The DHR assembly report from oracle was verified and there was not any scrap related with reported event, all devices were conformance during manufacturing process. In addition, DHR for shell(B)(4) did not identify any deviations, errors, omissions or non-conformances during shell fabrication process . All shells were reviewed as part of the shell fabrication operations and these tasks were performed according to applicable current procedures to ensure that fabrication met the required specifications. During the process of documentation retrieval related to the complaint, the data collector was not able to recover the shell (B)(4). Deviation (B)(4) was opened to address this issue. According to the information gathered during the DHR review, there is enough evidence to support that devices from (B)(4) were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications."

Event description:
Health professional reported "several spontaneous seroma in the left breast with negative cytology. They were spontaneously resolved." Device was removed, and "the capsule was analyzed with result of anaplastic large cell lymphoma (alcl)." Side of diagnosed capsule was not specified. Alcl will be captured as lymphoma as pathological markers have not been received. See MFR # 9617229-2015-00373 for the right side.

Manufacturer narrative:
Previous report included additional data.

Event description:
Health professional reported "several spontaneous seroma in the left breast with negative cytology. They were spontaneously resolved." Device was removed, and "the capsule was analyzed with result of anaplastic large cell lymphoma (alcl)." Side of diagnosed capsule was not specified. Alcl will be captured as lymphoma as pathological markers have not been received. See MFR # 9617229-2015-00373 for the right side.

Manufacturer narrative:
Brown particles were observed on the device shell. There was brown encapsulation on 40% of the device. The implant weighed 563.80 gm. The gel was found to be crystalized and contained air voids; however this is a common phenomenon following the autoclave disinfection process, which is performed on every device prior to analysis.

Event description:
Health professional reported "several spontaneous seroma in the left breast with negative cytology. They were spontaneously resolved." Device was removed, and "the capsule was analyzed with result of anaplastic large cell lymphoma (alcl)." Side of diagnosed capsule was not specified. Alcl will be captured as lymphoma as pathological markers have not been received. See MFR # 9617229-2015-00373 for the right side.